Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that hst iii system (4.3mm) was broken before use upon opening package. A new device was used to continue the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000387885 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.